Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: the display screen was functioning properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim/fading/color spectrum. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.